Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection of the returned platform was performed and it was found that the short black cover was split. The physical damage noted during visual inspection is not related to the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 17 (max motor on time exceeded during active operation) message. A review of the platform's archive data was performed and multiple user advisory (ua) 17 messages were observed on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Based on the archive data, li-ion battery with serial number (s/n) (B)(4) had a high remaining capacity (rc) of 1319 after being taken out of the charger and was used on a large difficult to compress patient. After a few minutes, the device stopped performing compressions due to multiple user advisory 17 - (max motor on time exceeded during active operation) messages. The battery (rc) dropped down to 1192 and the device was used until a warning 1 - low battery warning message displayed. A different li-ion battery with serial number (sn) (B)(4), that was not fully charged was then used and had an (rc) of 1294. The device continued to perform compressions until it stopped and displayed another warning 1 - low battery warning message. A third li-ion battery with serial number (sn) (B)(4) that was fully charged with a high remaining capacity (rc) of 1369 was then used and multiple user advisory (ua) 17 messages were displayed. Functional evaluation of the returned autopulse platform was performed and the customer's reported complaint was unable to be replicated. The platform was run for one hour with a normal size mannequin and another hour with a larger mannequin and no faults or errors were exhibited. Based on the investigation, the part identified for replacement was the short black cover. In summary, the customer's reported complaint of the platform displaying a user advisory (ua) 17 message was confirmed during archive review. A root cause for the ua 17 messages was found to be due to issues with battery usage. The batteries that were used on a patient that was difficult to compress, may have caused the battery power to drain more quickly. It should be noted that no batteries were returned for evaluation. The physical damage found during visual inspection is unrelated to the reported complaint. These types of damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported during patient use, that the autopulse platform displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) message. No adverse patient sequelae was reported. No further information was provided.